Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected e08 alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had e008 code and a codes a couple times had to restart and reprime the insulin pump to clear error code. Customer's blood glucose level was unknown. Customer also reported that the insulin pump had diminished battery life. The device will not be returned for analysis.